Event description:
The manufacturer was notified by the physician that he experienced a mucosal injury in the hypopharynx/esophageal inlet during introduction of a device. Inspection of this region with the endoscope revealed submucosal tissue; therefore, the procedure was stopped. A swallowing study suggested submucosal contrast and could not rule out extravasation, therefore a drain was placed in the neck. The pt has recovered fully.